Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d8, g3, g6, h2, h3, h6 and h11. Corrected field: d9 and h8. The device was not returned to olympus for inspection. However, a field service technician inspected the device onsite and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no more analog image signals are displayed, patient board set and memory battery replaced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no ultrasound image. The issue was found during an inspection. There were no reports of patient involvement.